Event description:
Customer reported that when she performed a manual prime, no insulin exited the tubing. Troubleshooting revealed the reservoir was leaking.

Manufacturer narrative:
Final analysis revealed there was a hole in the barrel of the reservoir.